Event description:
Report received from the USA stating the device was "making a hissing sound." The device was being used during surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The event did not occur during surgery. Ref: (B)(4).

Event description:
Report received from the USA stating the device was "making a hissing sound". The incident did not occur during surgery. There was no patient involvement therefore patient injury or medical intervention did not occur. There was no additional information provided.